Event description:
It was reported that when the patient tried recharging the ins, they thought that the ins was charging however the ins wasn't charging. Pt stated that the controller said "memory is full" and "will not recharge". Pt stated that they reset the controller, however the message came up again. Pt stated that they may have reset the controller a second time and that they didn't know if a cord was frayed. Pss clarified with the pt later on in the call; pt thought that the ac power supply cord was frayed, however they saw that there was a little piece of white tape on the cord from wrapping gifts or something, so the tape got on the cord by mistake and the cord wasn't frayed. Pt already had the battery pack out of the controller, so pss had the pt connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on. Pt stated that memory problem data has been lost appeared. Pss reviewed screen meaning with the pt. Pt stated then that battery empty recharge the controller displayed. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the green light flashing on the controller. Pt stated battery empty cannot continue recharge the controller displa yed and then memory problem data has been lost appeared. Pss instructed the pt on how to set the date/time on the controller; pt stated that they couldn't set the date/time before as the date screen didn't pop up for the before. Pt then stated that the battery empty screen appeared again and that there was no longer a green light on the controller. Pt stated that the controller was flashing back and forth between memory problem and battery low. Pt stated that then the controller screen went black. The controller would not wake up after pressing the up and down arrows. Pt stated that for a split second, the controller lit up and then the controller went back off. Pss had the pt unplug the ac power supply from the controller and remove the battery pack from the controller. Pss then had the pt reconnect the ac power supply to the controller without the battery pack inserted; the controller did not power on. The ac power supply green light was not on either. Pt noted that the light was on before. Pss had the pt plug the ac power supply into a different outlet; pt then confirmed that the ac power supply green light was then on. Pt reconnected the controller to the ac power supply without the battery pack inserted; the controller did not power on. Pss had the pt unplug the ac power supply from the con troller and insert two aa batteries; pt noted using duracell rechargeable aa batteries; the controller did not power on. Pss had the pt inspect the controller compartment connector pins; pt stated that the connector pin were straight and in line with another. Pss then had the pt check the battery pack connector pins. Pt stated that the connector pins were either shiny or black and there were black dots in the middle of each connector pin; pt stated that all of the connector pins were shiny but each connector pin had a little black dot in the middle. Pt noted that they were using a flashlight and moving the flashlight around, so the connector pins shone when they were moving the flashlight. When asked for the event date, pt stated that they knew it was a friday, however they couldn't remember which friday it was. The issue was not resolved. An email was sent to the repair department to replace the controller, battery pack and ac power supply. Pt noted during the call that they had to use a magnifying glass in order to read the battery pack serial number. Pt mentioned that the controller was hard to open during the call. Additional information was received from the patient. Pt called back stating they received the replacement controller. Pt then reported the package had no instructions on how to use/pair the controller and pt did not know how to pair. Assisted pt with pairing the controller. Pt was able to successfully pair. Pt said ins was dead and had to be recharged. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 programmer (serial number (B)(6)) revealed that the unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. It was able to pair and communicate with test implant via bluetooth and activate and deactivate stim functions. The stim button bosses were broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.